Event description:
Customer reports infiltration: a male seen in ER for abdominal pain for 48 hrs. 22ga angiocath IV started in the right ac. CT of abdomen with contrast ordered. At 1.8cc rate for 120cc volume injection of optiray 300 injected. Pt did not complain of pain during procedure. ER rn, in attendance of CT noted soft edema post CT at injection site and that the right arm at 27cm just above the elbow and the left at 22cm just above the elbow. ER rn was able to withdraw 4cc of contrast media from injection site. Warm compress was applied to injection site. Pt was admitted, not because of infiltration, but admitting diagnosis were; acute fever, leukocytosis, abdominal pain and IV contrast infiltration. Pt was discharged next day. Area not painful, swelling greatly reduced. Not a problem (per discharging physician notes). Customer reports no way to determine amount of extravasation because the pt did not complain of pain during CT procedure.

Manufacturer narrative:
Liebel flarsheim mfg report: fse verified flow & pressure checks, limiting and proper operation. Unable to generate an extravasation scenario - verified operations with biomeds present. Injector returned to full svc by the customer.